Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection procedure, the device is fired and clicked open, allowing the incus to vascularize normally. At the very end, after the anastomosis of the rectum, when removing the stapler, the surgeon begins to gently withdraw the stapler out of the rectum. Upon removing the device, the surgeon observes that the anvil was not attached to it. The anvil fell into the patient's cavity. It was also noted that the anvil bent. The surgeon leaves without any problems and checked that the donuts are well. The leak tests are positive and the anastomosis has been created successfully. The patient is discharged. To resolve the issue, the surgeon removed the anvil with the help of grasping forceps. There was no patient injury.